Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing ineffective therapy with their drg system. Patient reported working out and having physical therapy. X-revealed that the l5 lead had fractured and the s1 lead had migrated. As a result, surgical intervention took place on (B)(6) 2025 wherein the entire drg system was explanted and replaced with an scs system.